Event description:
It was reported that the catheter ruptured at the distal section after approx 19 minutes of onyx injection. Consequently, onyx diffused into a small artery and the pt has loss of hearing. Same event as MDR# 2029214-2011-00321.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approx 6.3 cm from the distal tip. Based on the findings, the catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Results = catheter rupture. (B)(4).